Event description:
It was reported that during a laparoscopy procedure, the device was used as a camera port. The 5mm camera could not be inserted into the device. Another device was used to complete the procedure. There were no adverse consequences for the patient. Requested and received the following information on (B)(4) 2010:please clarify why the 5mm camera could not be inserted into the trocar. Was the trocar damaged? The obturator cannula seemed to be distorted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The facility representative contacted baxter on 19 may 2010 to report a colleague infusion pump with a channel failure. The event was reported to have occurred during programming/set-up in the progressive care unit. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results of the b5lt device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, a test pin gage was inserted and removed through the obturator without any anomalies noted; no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.